Manufacturer narrative:
On 08/04/2017, additional information provided by the sales rep. Revision surgery was conducted on (B)(6) 2017. The implant are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
The returned product was not uniquely identified for each level of the construct from which it was explanted; however, the left l3 set screw, left and right l2 set screws, and left and right l3 polyaxial screw were able to be identified from images taken during the revision surgery. The right l3 set screw was not initially identified, but was able to be identified due to distinct wear markings. The rods and remaining set screws were returned as well but not uniquely identified. Complaint information provided from the field noted that all set screws were still contained within the tulip of the polyaxial screws. This was confirmed via patient's x-ray. Based on review of the explanted product, the wear patterns indicate that the set screws at right and left l3 deformed from high impact loads on non-normalized rods. The location of the failure is at the bottom of the construct as this is where they experience the highest loads due to exposure to the full moment arm of the construct. Once the set screws deformed, the axial load locking the set screws to the rods and pedicle screws were compromised, allowing the rods to slip from the head/tulip of the pedicle screw.

Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying part and/or lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
Two weeks post-op x-rays revealed the rods at both the right & left l3 had slipped axially from the head of the uniplanar screws. The arsenal fixation system was originally implanted (B)(6) 2017.